Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right lung tumor resection. The device had poor staple formation and the distal staple line was incomplete. The device fired halfway and then the blade would not continue forward. The case was completed using another competitors stitching device. No patient injury.